Event description:
Pt reports issues with one of the cadd solis pumps last night. Pt reports pump alarmed that tubing was disconnected when it was not. Pt took the tubing out to check it out and they accidentally dropped it. Pt states the pump would not turn off. Pt reports they took out the batteries and reinserted batteries but the pump kept telling pt "pca dose cord button stuck". Pump serial number provided: (B)(6), expiration unknown. No further information, details or dates available. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: remodulin mdv - 78.1ng/kg/min. IV remodulin pt via cadd solis pump. Did the reported product fault occur while in use with pt? ¿ yes. Did the product issue cause or contribute to pt or clinical injury ¿ no. Is the actual device available for investigation? ¿ yes. Did pharmacy replace device? ¿ yes. Did the pt have a backup device they were able to switch to? ¿ yes. If yes, was the pt able to successfully continue their infusion? ¿ yes. Is the infusion life-sustaining? ¿ yes. Outcome? - pt switching to backup pump.